Event description:
Inaccurate measurement of treatment distance for multilumen catheter. Radioactive source placed 10 cms away from the intended position. Dose delivered to skin distal to the connector end of catheter causing thermal burn.